Event description:
Rptr complains of breast tenderness, burning across chest and then back, very bad headaches, decrease in size of breast, hair loss, neck discomfort. Low energy, arthralgias in hands and feet, breast lump, change in breast shape, night sweats, skin rashes, weight gain, they have effect on the immune system, silicone poisoning, effects on her mind. She has sourness in mouth, nonspecific autoimmune disease severity level a, age at onset 32, situational anxiety and depressive reaction.